Event description:
Medtronic received a report that the coil was stretched and could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the embolization of an aneurysm, the coil was stretched and its detachment was not possible, both with the detacher and with manual detachment. For this reason, the physician tried to remove the coil but the removal was not possible because it also took the other coils of the cast with it. For this reason, a stent was positioned to prevent the coils from coming out of the aneurysm. Following this, however, it was possible to detach the spiral and complete the operation without complications. There was no friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The pushwire distal segment was damaged. The physician did not reposition the coil during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include an echelon 10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no issues that resulted in the damage that was found. The intervention was made using just 1 coil in an already embolized recanalized aneurysm. The coil was implanted at the intended location. 3 attempts were made to detach the coil using the instant detacher. The marker was detached but not the coil. Prior to coil non-detachment, there were no issues encountered besides the stretched coil. No damage was observed after removal from the patient.